Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was recharging too frequently. The patient stated she had no issues with recharging and getting 8 coupling boxes, and it was noted she would charge to 100%. The patient reported she would use her stimulation for the night and by the next day she needed to recharge again. She stated she had a previously reported overdischarge and it was noted that the patient had an unrelated medical procedure. The patient was to contact a healthcare professional. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the charging too frequently was that the ins would not take a charge (¿completely quit taking charge¿). No steps had been taken but the patient stated the manufacturer¿s representative ¿jumpstarted¿ the battery. The patient sated that they had to charge it every day as it was only good for 1 night of activity turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.